Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 3 weeks after the implantation loss of capture related to increase of the ventricular pacing threshold. Lead reposition was attempted but no suitable placement could be found and this lead was explanted. During the procedure a coil deformation was noted. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated damages at the leads proximal part as mentioned in the complaint description. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The outer conductor coil was found severely deformed in this area. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. During the mechanical analysis a new stylet could be advanced only 1.5 cm towards the tip of the lead. Subsequent analysis showed residuals of dried blood which were most likely introduced by means of stylets used during the implantation procedure. In addition, deformations of the inner coil close to the is-1 connector pin were detected, which were caused by overrotation of the inner coil during the retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.